Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and head/brain injury. It was reported on (B)(6) 2017 that an alarm was heard and confirmed by telemetry. It was reported that reset and safe state occurred on (B)(6) 2017. It was indicated that they could not do troubleshooting due to lack of access to product. No symptoms or complications were reported. Additional information was received on (B)(6) 2017. It was reported that the pump was replaced that morning. It was noted that at the time of interrogation prior to replacement the logs were interrogated and there was nothing indicating safe state at all in the logs. It was noted that there was a motor stall recovery but it was in (B)(6) 2016. It was indicated that the catheter was aspirated successfully and the entire new system was primed as expected. It was noted that the hcp had put the pump at minimum rate which was 11.7 mcg/day and supplemented the patient with an unknown dose of oral baclofen so that the patient¿s symptoms were being managed effectively pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.